Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is not receiving stimulation. Lead diagnostics showed high impedances on all contacts. X-rays were taken and showed the lead has pulled out of the epidural space. Surgical intervention may be pending to address the issue.